Manufacturer narrative:
The evaluation found the subject device failed the insulation test. The adhesive rubber was chipped off in the bending section. The bending angulation was out of standard due to wear of the angle wire. The video connector and case were damaged, and the case was cracked. The light guide connector label, and the paint on the grip cover, were peeling. The objective lens and light guide lens were scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an air leak. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the adhesive around the objective lens was observed to be peeling off. This report is being submitted for the malfunction found during the device evaluation (adhesive peeling).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.